Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this left ventricle (lv) dislodged causing sensing and pacing issues. The lv lead was programmed off and remains implanted in the patient. No adverse patient effects were reported.